Manufacturer narrative:
(B)(4). The field service representative (fsr) downloaded logs for the electronic patient gas system (epgs) and sent to the manufacturer for further evaluation. The log analysis determined that the customer hit the air and 95/5 button during case then switched to air which dropped the fio2 to 0. The unit operated to manufacturer specifications and was returned to clinical use. Per log analysis, the epgs is calibrated. At that point fraction of inspired oxygen (fio2) is set to 70.1%. At 8:42 am the blending gas type is set to 95/5 which will cause fio2 to be set to 21% as they reported. This is normal behavior for the epgs and does not indicate a problem. They quickly switch the blending gas type back to air, but the fio2 setting is left at 21% until 9:30 am. There are no indications of a problem in the log file. No part will be returned as it was operator's error as confirmed by the fsr. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) dropped to zero on the electronic patient gas system (epgs). The device was not changed out, as they brought it back-up and it stayed at set point for remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the clinical review on 07/06/2015: during a cpb procedure, the fio2 on an epgs dropped to 21% without user involvement. There were no warnings, alarms, or error messages noted. The user increased the fio2 back to where it was previously set using the central control monitor (ccm) slider without further incident. The drop in fio2 was noticed and corrected immediately. According to the perfusionist (ccp), the fio2 was at 21% or the surgical procedure. The epgs was successfully calibrated prior to use. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.